Event description:
A discordant digoxin result was obtained on an advia 1800 for 1 pt. The result was reported to the healthcare provider. The pt sample was repeated on the same advia 1800 system and the corrected result was reported. There were no reports of adverse health consequences or known pt intervention due to the discordant digoxin result.

Manufacturer narrative:
A siemens field service engineer was at a customer site and changed the sample turn table (stt) setting during system service. Subsequently, the customer contacted siemens to report the instrument repeatedly sampled from the same sample position instead of advancing. A siemens customer service rep instructed the customer to change the instrument stt setting back to standard condition. The instrument is performing within specs. No further eval of the device is required.